Event description:
Synvisc one injection in left knee on (B)(6) am. By (B)(6) pm swelling and pain in left knee and was limping. Contacted physician and instructed to ice. On (B)(6) am pain worsening. Could not bend knee. Swelling, limping, and no feeling in ankle and toes. Contacted physician instructions the same. By (B)(6) pm was severely limping, swelling and extremely painful left knee. On (B)(6) 1:00 am could not walk and went to emergency room with left knee swollen, and no feeling in my ankle and toes. Calf swollen and felt like severe muscle strain. Knee was painful and 3x normal size. Ultrasound and blood work showed nothing. X-ray showed significant amount of fluid. Sent home. On (B)(6) dr phoned me. Still unable to walk. On (B)(6) still can't walk and had to be driven to the doctor. He stated I had synvisc one synovitis. He stated it is basically an allergic-like reaction. I have had this injection about 6 times previous to this a, only one time a year. He aspirated approximately 6 ounces of fluid out of my left knee. I could start to feel my toes and ankle again while he was aspirating it. The doctor stated it is rare and the drug representatives state this doesn't happen. I am proof that it does. My doctor said he saw it once 10 yrs. Ago when it will take a while to calm down the doctor stated. My irritation with the emergency room doctor and my doctor not taking my reported information to them seriously is a different issue. This happened. It is real. The drug companies need to be responsible for their products and the "side effects" associated with them. Severe arthritis in left knee. Previous meniscus tear. Once a year synovial knee injection.